Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that while the customer was riding a bicycle with the insulin pump in the pocket, the insulin pump delivered a 25.0 units bolus. It was stated that after receiving the insulin the pt went to sleep, and the customer was found in coma during the night. The customer was rushed to the hospital to be treated properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.